Event description:
The nurse reported the vitrectomy probe did not work. They plugged it in, and it did not do anything. Additional info from the nurse stated the probe was vacuuming but not cutting. The surgeon switched out the probe and completed the case as planned. No pt injury was reported.

Manufacturer narrative:
The probe has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).